Manufacturer narrative:
Pending evaluation. Concomitant device(s): equinoxe reverse tray adapter plate tray +0 (cn320-10-00, sn (B)(4)); eq reverse torque defining screw kit (cn320-20-00, (B)(4)).

Event description:
As reported, approximately 3 months postoperative from the initial tsa, the surgeon brought the (B)(6) y/o male patient in for right shoulder revision due to dislocating. Surgeon dissected down to the joint space. He then removed the humeral liner, and adapter plate. He chose to implant a +5 adapter plate tray, with a +2.5 humeral liner and determined that he like those implants the patient¿s joint was relocated closed in the usual fashion. Patient left the or in stable condition and is expected to have a good outcome. Devices are not returning due to hospital policy.

Manufacturer narrative:
Section h10: (h3) upon review of the available information, there is no evidence that this is a device related malfunction and there is no allegation against the device. Implantation of a total joint could result pain, infection, or loosening of total joint hardware. The most likely cause of the reported event is an adverse event without identified device or use problem.